Event description:
The device 05.001.601 was submitted from affiliate in united kingdom and following condition(s) were reported: working intermittently, repair required, corrective maintenance, warranty repair. The event involved 1 device. The malfunction has been reported to have occurred during : no further information was provided. Reported injuries : no report of injuries has been made at this time surgery delay : no report of surgery delay has been made at this time medical intervention : no report of medical intervention has been made at this time other information on the surgery/event : no other surgery related information has been made at this time. If any additional information should became available, the note section will be updated accordingly. Products reported under (B)(4) needs to be returned to the respective analysis site for the service to be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporters phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(6).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device was working intermittently was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had the following failure: insufficient/low power; and failed pretest on check power with power test bench from component wear.